Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the caller was testing refractory of the external pulse generator (epg) and did not get the results expected. It was also noted that the epg was "blur in color." Technical services (ts) provided assistance in resolving the issue by performing additional testing and troubleshooting. Ts also faxed the caller the checkout manual. The epg had reached the end of its service life. The status is unknown. There was no patient involvement.